Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent monarc sling implantation on (B)(6) 2007. The patient underwent another gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent esophagogastroduodenoscopy and flexible sigmoidoscopy on (B)(6) 2010, due to rectocele repair and crampy chronic rectal pain.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat recurrent rectocele with perineocele and urinary retention with some vault prolapse. It was reported that the patient underwent the concurrent procedures of a posterior colpoperineorrhaphy with insertion of gynecologic mesh, perineorrhaphy, bilateral sacrospinous ligament suspension, release of suburethral sling and cystoscopy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.